Manufacturer narrative:
The complaint of leakage on the kl-va201u3 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review (DHR) for lot 9504256 was reviewed and no non conformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a chemosafelock vial adapter, where it was reported there was leakage at the filter. There was unknown patient involvement and unknown patient harm.